Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided image shows a deployed device, and a device with a detached anchor. No fracture observed in the provided image. A clinical review we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. A single undated photo of the instruments used in the procedure was provided. Based on the limited information provided, the broken implant was removed, and the procedure was completed with a s&n backup device with a reported greater than 30 minutes delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint will be re-assessed, the complaint was confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy a double roll shoulder repair procedure, the case started using a proper drill guide and 3.8mm gold dilator before anchor suture was implanted in the patient shoulder, after implanted the anchor suture insert to the patient shoulder bone the implant broke and can't properly lock anchor suture, they were unable to secure the suture on the lateral roll repair, and had to take out the implant. The procedure was completed with a s+n back-up device. A significant delay was reported, no further complications reported.